Event description:
Exam: dx4-0446 hip left 2+ views (B)(6). (B)(6), x-ray tech/examiner and x-ray tech/ trainee, rm #rad-ah. Technique: ap pelvis & frog leg view left hip. No acute fracture dislocation. Injury/symptoms resulting from hip x-rays: skin remains tender to the touch. Sensation of internal tearing of skin. Sharp shooting pains (nerves run directly through x-rayed areas. Touching of skin results in sharp shooting pains in both (touched skin areas and untouched skin areas, resulting from the x-rays). (B)(6) hosp refused to examine me or to provide any assistance in this matter. Something went wrong during this x-ray procedure either with the x-ray tech or the person he was training and or the x-ray machine. I have requested info regarding x-ray machine from vhd to no avail. However they did inform me that the x-ray machine had been serviced.